Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a generator replacement procedure, it was discovered the left ventricular (lv) lead had fractured. The lead was explanted and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned and analyzed. Analysis indicated that the distal and proximal conductors of the lead became extrinsically fractured due to melting. The outer insulation of the lead was extrinsically breached due to melting. Visual analysis of the lead indicated apparent explant damage. The analyst noted that the proximal portion of the lead was received and found explant damage only. No conductor or insulation breach in vivo was observed. If information is provided in the future, a supplemental report will be issued.